Event description:
As the physician was prepping for the case he removed the cypher out of the package and noticed that there was a crack on the shaft.

Manufacturer narrative:
Information received from a sales representative indicated that as the physician was prepping for the case, he removed the cypher out of the package and noticed that there was a crack on the shaft. Numerous attempts to garner more information have gone unanswered and the device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint of "crack on the shaft" could not be confirmed. With the limited information provided it is not possible to determine what factors may have contributed to the reported event. After review of the device history report there is no indication that there is a design or manufacturing related issue therefore no corrective action is required.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.